Event description:
The gastrostomy tube (g-tube) was broken at the junction to the feeding connection. The break in the tube had caused the balloon to deflate. The g-tube was dislodged from the stoma. Unit educator believes a contributing factor may be that the enteral feeding connector is being forcibly placed in the g-tube connection in order to keep a seal. Staff members have had prior problems with this type of device. The issue for staff has been that the tube feeding tubing does not stay connected to the g-tube and extrudes out. The staff members say they have spoken with the manufacturer, who says it is a user issue. They were told no one else has these problems. They requested training and were told there was nothing to train them on. You just put the two together.